Event description:
Customer reported that one monitor's saturation in the recovery room was at 70 % and it was the correct saturation. The monitor changed the saturation to 100%. No pt was killed or injured. Ipm8 is not marketed in the USA but we have a similar pt monitor marketed in the united states.

Manufacturer narrative:
End user confirmed to (B)(4) service team that there was no pt connected to the spo2 probe when the reported problem happened. The device was removed from the facility and is being analyzed by mindray. The reported problem could be duplicated when the device was tested by service engineer in the mindray workshop. We analyzed the issue and believe the problem was due to a loose connection of the spo2 trunk cable.